Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 355029, lot # n107458, implanted: (B)(6) 2007, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
There was a communication problem with the recharger and the poor communication screen displayed on the patient programmer. The patient last charged a couple weeks ago. She normally charges every 10-14 days. She started to feel weird neuron nerve sensations a few days ago. She had a bad fall in (B)(6) 2013 where she fell down the stairs. She falls down a lot, about every day, and she catches herself with her hands. She felt the stimulation turn off last night. The company representative was going to meet with her on friday. It was later reported on (B)(6) 2013 that the company representative started a physician mode recharger (pmr) today without trying an antenna locate first. The pmr was stopped after seeing the power on reset (por) on the recharger. The por was cleared and the normal charging screen came up with 4 coupling boxes. After performing the antenna locate, 6 coupling boxes were seen. The plan was to clear the por and check impedances to address the sensation previously reported. It was confirmed on (B)(6) 2013 that the impedances were checked and they were all normal. The device was possibly overdischarged. A trickle charge was started, then antenna locator and charging was back to normal. She was better and has stimulation working again.